Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent initial left total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation caused by patient noncompliance. The modular head and acetabular liner were removed and replaced. Patient was further revised on (B)(6) 2015 due to dislocation caused by patient noncompliance. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015-02748 / 02751).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The returned product showed minimal signs of wear and little damage. No relevant measurements were possible since it was not able to be disassembled. Since the issue was reportedly the result of the patient not complying with post-op requirements, and a second issue for the same reason an in-depth investigation was not conducted. Product left conforming to print as there was no evidence that states otherwise. Based on these results the complaint is considered non-verifiable.